Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was nearing end of life. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.